Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25095591, 2509614 and 2509748, the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal sytem 4.33mm failed to properly roll and began to unravel. A replacement device was used to complete the procedure.